Event description:
It was initially reported that the patient was experiencing an infection, which was indicated to be related to vns implantation. No other details were made available at that time. Good faith attempts to obtain additional information have been unsuccessful to date.